Manufacturer narrative:
Correction: narrative: refer to mw#1820334-2017-00909 for additional suture set used, lot# 7405733. Investigation - evaluation: a review of the device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. No issues were found related to the reported complaint. The complaint product is not available for return. Sutures are cut after catheter placement from the anchors, releasing them into the stomach, allowing their passage via the gastrointestinal system and are not available for retention. The facility noted that a chait tube was being placed during a cecostomy procedure. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events. There were no other reported complaints for this lot number.

Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent placement of a chait percutaneous cecostomy catheter with cecum retention on an unspecified date. An entuit secure gastrointestinal suture anchor was placed percutaneously through the abdominal wall and set within the patient's caecum. Placement of the chait cecostomy catheter was uneventful. The customer reported that the entuit secure gastrointestinal suture "cheesewired" completely through the caecum and created a fistula to the anterior abdominal wall. The duration of implantation of the suture anchor is not known. The patient required reoperation and creation of a stoma to address the event. No further event or patient information was provided. The device is not available for evaluation. The product insert instructions for use (IFU) states entuit secure adjustable gastrointestinal suture anchor set is intended for anchoring the anterior wall of the stomach to the abdominal wall prior to introduction of interventional catheters. Placement of the entuit secure gastrointestinal suture anchor within the caecum is not indicated in the instructions for use; the device is intended to be used as an anchor within the stomach.